Event description:
It was reported to the manufacturer by the end user, per the end user, "the chair rails were turned off and a patient fell and has multiple injuries." Numerous requests to this facility have been made to receive additional information and details related to this alleged incident report. At this time, the facility is refusing to provide any additional details. Complaint (B)(4) was entered into our system.